Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from january 9, 2015 ¿ january 10, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An over-infusion was reported to have occurred while using a folfusor elastomeric device. The device infused for 34 hours and not the intended 46 hours. There was no report of patient injury or medical intervention. No additional information is available.